Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -8.50/1.5/170 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens dislocation/subluxation was observed. On (B)(6) 2019 and (B)(6) 2020 the lens was repositioned. This did not resolve the problem. On (B)(6) 2020 the lens was removed and exchanged for a longer length lens. This resolved the problem. Cause of the event is reported as device.